Manufacturer narrative:
The valve was received in the return kit, submersed in an unidentified liquid. A deformation of the outer housing of the progav valve was observed through the visual inspection. The progav valve housing was subsequently measured and confirmed the presence of a deformation. The housing deformation measured at -0.0615 mm, outside the tolerance of 0 +/- 0.02 mm. A permeability test showed that the progav valve is permeable. The progav valve was tested and is not adjustable throughout the normal range. The brake functionality test showed that the brake function is operational, however, the braking force could not be measured due to the non-adjustability of the valve. Based on investigation, we can confirm that the progav was not adjustable due to the deformation and the deposits observed inside of the valve. No further actions are required.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that there was blockage in the valve and no adjustment could be made.